Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This event is related to uf/importer report #(B)(4).

Manufacturer narrative:
(B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. There are multiple causes of ar. In this case, there was an intense amount of inflammation surrounding the aortic valve. The leaflets were noted to have a filmy substance on them consistent with possible healed endocarditis. The reported event was not confirmed. However, it appears that patient related factors likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted approximately for two (2) years and three (3) months, was explanted due to moderate aortic regurgitation. The patient also presented with an aortic root aneurysm. Intraoperatively, there was an intense amount of inflammation surrounding the aortic valve. The leaflets were noted to have a filmy substance on them consistent with possible healed endocarditis, in addition to the right coronary leaflet having a small hole in it. Gram stains were negative for organisms or polymorphonucleocytes. Redo-avr with an aortic root replacement with another edwards valve and 30mm hemashield graft was performed. There were no complications. He was transferred to the ICU in stable condition. The patient was discharged home on pod #5.